Event description:
Physician reported that when positioning the light during surgery, the lighthead disconnected from the spring arm at the gooseneck. The internal wiring secured the lighthead, so that it never fully detached. Device evaluated by technical representative. Spring arm assembly replaced under warranty. Spring arm involved in incident returned to manufacturer.